Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was incenter at the time due to a rectal prolapse. The medical records indicate the patient presented to the ER on (B)(6) 2019 with rectal pain and hypertension. The patient was diagnosed with constipation and a urinary tract infection (uti). The patient was treated with bactrim and released the same day. The patient returned to the emergency room on (B)(6) 2019 with the same complaints of pain and was released the same day. On (B)(6) 2019 the patient was evaluated by an outpatient gastroenterologist and was diagnosed with a prolapsed rectum. On (B)(6) 2019 the patient returned to the ER a third time and was diagnosed with severe constipation and was released the same day. The patient followed-up with colon/rectal surgery on (B)(6) 2019 and was prescribed oral lactulose and miralax daily. The patient presented to the ER a fourth time on (B)(6) 2019, with increased abdominal pain (given intravenous morphine), nausea (treated with zofran), abnormal liver function tests (indicative of an underlying chronic liver disease), metabolic acidosis (to be corrected with hemodialysis), and no bowel movement (fecal impaction) since (B)(6) 2019. The patient had been taking lactulose and miralax as prescribed without improvement. Radiological studies revealed an ileus, and a nasogastric tube was placed to decompress the upper gastrointestinal (gi) tract. The patient was admitted for further evaluation. The patient¿s abdominal pain and fecal impaction were improved with a spontaneous bowel movement, and the patient was permanently transitioned to hemodialysis (hd) therapy on (B)(6) 2019 due to the constipation and abdominal pain. The patient was discharge in stable condition and is recovering from the events.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.